Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator displayed a high, out of range shock impedance in triad configuration. The local field representative (fr) confirmed that the shock pin was all the way into the header and was secured appropriately. The shock vector was reprogrammed to distal coil to can and a shocking lead integrity test was performed which yielded appropriate impedances. Defibrillation thresholds were tested which were proper and the patient was converted normally. The fr stated that, under fluoroscopy, the lead appeared to be narrowed near the proximal coil. It was suspected the that lead was pinched and affecting the proximal coil. The device was explanted approximately eight years later. No adverse patient effects were reported.